Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 04-jan-2016: despite follow-up attempts, no response was given to date. Case closed. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception and a year and half post insertion she had an ectopic pregnancy. Approximately a year later she underwent a hysterectomy to remove essure along with fibroids, endometriosis scar tissue. This event is serious due to its medical importance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported in women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, although no information regarding essure localization was provided, since the pregnancy occurred 1 and a half year after insertion, a device inefficacy cannot be excluded. This case is regarded as incident since the ectopic pregnancy is a serious injury that probably required a medical/surgical intervention. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the lack of efficacy and reported events were caused by a potential quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 24-sep-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent contraception. The consumer had an ectopic pregnancy a year and a half post insertion. Hysterectomy was performed on (B)(6) 2015 and essure was removed along with fibroids and endometriosis scar tissue near ovaries. Ovaries were still in place. Once essure was removed, she felt like a brand new lady. She was okay with no more lower back pain, but she was still having problem with bowel movements and could not do anything without help. Ptc investigation result received on 13-oct-2015 : ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) or the lack of efficacy event and a quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception and a year and half post insertion she had an ectopic pregnancy. Approximately a year later she underwent a hysterectomy to remove essure along with fibroids, endometriosis scar tissue. This event is serious due to its medical importance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported in women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, although no information regarding essure localization was provided, since the pregnancy occurred 1 and a half year after insertion, a device inefficacy cannot be excluded. This case is regarded as incident since the ectopic pregnancy is a serious injury that probably required a medical/surgical intervention. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the lack of efficacy and reported events were caused by a potential quality defect. Follow up information is being sought.